Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, while performing the sculpting phase, aspiration was cutting out, there was no flow and the occlusion alarm sounded. An alternate system was used to proceed with surgery. The original phaco handpiece and cassette were used with the different system.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the problem reported. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. No further phaco handpiece information could be obtained from this customer. With no additional, related information provided, the customers reported event could not be confirmed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).